Event description:
It was reported that the ilet did not charge when placed on the charger with the screen facing up, consistent with a charging problem involving the battery charger; the user later confirmed the device charged, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging function of the device, aligning with a charging problem at the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.